Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported loss of communication when the transmitter was connected to sensor, warm up started and after that signal was lost. The customer had to change 4 sensors. No harm requiring medical intervention was reported. Troubleshooting was performed. It was unknown if the customer will discontinue using the device or not. The product will not be returned for analysis.